Event description:
Only used 1 catheter from dual pump. When removing, nurse attempted to remove, but met resistance. The next day, dr. (B) (6) attempted to remove the catheter, but it broke. When removed, the end was frayed and no black tip was present. Doctor indicated that no further action would be taken at this time.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The catheter was reported to be available, but has not been received for eval and investigation. Without the actual device, a complete analysis cannot be conducted. The pt guideline insert I-flow has provided/includes catheter removal instructions to ensure safe removal (1305285, rev. C). The pt guideline insert clearly cautions against forcefully removing the catheter and instructs to "gently pull on the catheter". In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Based on this info received and the eval of the catheter received, the technique used in the removal of the catheter most likely contributed to the reported incident. We reviewed our device history record, and all mfg operations were found to be within spec. It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.